Event description:
Surgeon went to remove the top of the trocar without placing any torque on the trocar. It broke off and the shaft of the spacemaker was left in the pt. Removed this with another instrument.